Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch # a70029. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with a clip present in the jaws and no apparent external damage. Additionally, the opened packaging was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested. During testing, the trigger could not be actuated due to a jammed condition. The device was subsequently disassembled to evaluate the condition of the internal components. Upon inspection, the trigger was found to be bent, preventing the clips from being fed into the jaws. Furthermore, seven (7) clips were found remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch a70029 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.